Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, the patient was revised for unstable left thr due to a combination of soft tissue/muscular damage from previous metallosis, posterior impingement on the hooded polyethylene insert, and excessive anteversion and verticality of his acetabular cup that had been implanted in 2005. The patient also develop anterior recurrent dislocation. Operative notes reported that there were no external rotator or posterior capsule present due to previous soft damage associated with his metallosis. The patient was impinging posteriorly via the posterior greater trochanter on the 10 degree hood poly insert. Positioning of the cup was confirmed to be slightly vertical and anteverted from ideal. Doi: (B)(6) 2005 (cup), doi: (B)(6) 2020, dor: (B)(6) 2020, left hip.